Event description:
It was reported that the pt is a good performer and is bilaterally implanted. He began to complain around (B)(6), 2012 of a constant humming. The pt is able to hear speech with the device and communicate, but humming is very distracting and pt experiences discomfort wearing. Processor and coils were replaced with new equipment without improvement in humming. Testing showed a steady increase in intracochlear impedances and ground path impedance over time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.